Event description:
The pt complained about pain in the knee joint. During an x-ray examination, a foreign particle (wire) was visible close to the joint. The foreign particle was removed during an operation on (B)(6) 2011.

Manufacturer narrative:
The device history documentation was checked and no deviations from our specifications were found. There are no other similar complaints reported. The foreign particle (wire) is a piece of the anchorage wire we use to connect the metal plateau with the uhmwpe part. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mitus also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.